Event description:
Our marketing apd and quality engineering groups are reporting that during an mpt with the use of a nextra full radius shaver blade in a knee procedure, some metal debris was observed falling into the knee joint. The surgeon was attempting to remove a previously implanted metal screw. The surgeon was using the shaver blade in an attempt at removing some tissue and bone from around the screw to facilitate its' removal. In the processes, the surgeon inadvertently shaved the top portion of the implanted metal screw with the blade, this resulted in metal debris being deposited within the patient's joint space. All of the debris was removed from the patient and the procedure was completed successfully without further incident or harm to the patient. Device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode, when all that can be had is had and evaluated, those results will be subject of the follow-up report.